Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh revision and excision on (B)(6) 2009 and on (B)(6) 2009 due to erosion. The patient had an additional excision on 08/22/2011 due to mesh erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced adhesions, bowel problems, urinary retention and recurrent urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginitis and urgency.